Event description:
A patient reported a power on reset (por) error code. The patient noted she had a cardioversion done on (B)(6) and she had turned her implantable neurostimulator (ins) off, then when she got home she saw a por code. There were no symptoms reported. Additional information from the patient reported the circumstances that led to the por was she had a cardioversion on (B)(6). To resolve the issue the patient called the manufacturer and they told her told call her doctor so he could get a hold of a manufacturer representative (rep) to reset it. The patient is visiting the doctor on (B)(6) to have the device reset with the rep. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.